Event description:
A surgeon reported a case of endophthalmitis three and a half weeks postoperatively following a cataract with intraocular lens implant procedure on the pt's right eye. The pt was treated with intravitreal injections. The pt's symptoms have resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).